Event description:
Device malfunction: unable to retrieve epd with rc1. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, during attempted retrieval of the rx accunet filter, the rx accunet rc1 shapeable tip design would catch on the medial stent wall and would not advance despite manipulations. The physician switched to the low profile recovery catheter rc2 which was also challenging to advance, but eventually captured the filter successfully. There were no reported pt effects. There was no additional info provided.

Manufacturer narrative:
Capture ii study event. The device was not returned. From the reported info, the event appears to be related to operational context in which the device was utilized. A review of the finished device lot history record did not reveal any non-conformities that could have contributed to this complaint.